Event description:
It was reported that the customer attempted to put air in the cuff, but it was not inflated. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.